Event description:
Reportedly, at the last follow-up on (B)(6) 2017, the residual longevity displayed on the programmer was 24 months and the battery impedance was 4.68 kohms. Upon interrogation on (B)(6) 2018, the device had reached its recommended replacement time (rrt) and the battery impedance was 10.44 kohms. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly, at the last follow-up on 11 december 2017, the residual longevity displayed on the programmer was 24 months and the battery impedance was 4.68 kohms. Upon interrogation on (B)(6) 2018, the device had reached its recommended replacement time (rrt) and the battery impedance was 10.44 kohms. Preliminary analysis showed that, based on available data, normal battery depletion occurred (based on hrs guidelines).